Manufacturer narrative:
Batch review performed on 19 december 2024: lot 092508: (B)(4) items manufactured and released on 16-dec-2009.expiration date: 2014-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a loose cup. At about 14 years and 10 months post primary the surgeon revised the medacta cup and liner with a competitor's implants and revised the medacta head with another medacta head. The surgery was completed successfully.